Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.607.402, lot: 2l71755, manufacturing site: mezzovico, release to warehouse date: december 06, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: mni, mnh, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the during the operation of posterior lumbar decompression, fusion and internal fixation procedure, the surgeon heard an abnormal noise. It was noted that the screw being implanted broke. The surgeon removed the broken screw, and used another screw to complete the surgery. The patient's indication for the surgery was lumbar spinal stenosis + l4 spondylolisthesis. The case was first reported from the health authority. Concomitant device reported: unk - lamina/pedicle/process hooks: uss (part # unknown, lot # unknown, quantity # unknown), unk -cancellous bone screws: uss (part # unknown, lot # unknown, quantity # unknown), unk - sleeve: uss (part # unknown, lot # unknown, quantity # unknown), unk - mono/poly scr collars/heads: uss (part#unknown, lot#unknown, quantity unknown). This is report 1 of 1 for (B)(4).